Event description:
It was reported that this dual coil defibrillation lead exhibited a gradual increase in shock impedance measurements over the past year reaching out of range. Technical services discussed this gradual increase in measurements is consistent with a physiological change such as calcification on the lead and suggested increasing the alert threshold to 150 ohms. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this dual coil defibrillation lead exhibited a gradual increase in shock impedance measurements over the past year reaching out of range. Technical services discussed this gradual increase in measurements is consistent with a physiological change such as calcification on the lead and suggested increasing the alert threshold to 150 ohms. This lead remains in service. No adverse patient effects were reported.